Event description:
On three separate occasions a dotted line appeared on the unit's monitor screen. On two occasions, the unit was in use on a pt. Both times medics were monitoring pts (ages and genders unk) and when the medics switched the unit from AED to manual mode, the dotted line appeared. The medics tried to switch leads, but the dotted line remained. They were eventually able to obtain a rhythm. There was no advese effect on either of the pts. On the third occasion, medics were testing the unit and the dotted line appeared on the unit's monitor screen. The medic adjusted the cable port, changed leads, and the ECG trace reappeared on the screen.